Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 49 mg/dl and at the time of bolus blood glucose was 305 mg/dl. The customer declined troubleshoot for low blood glucose. The customer was advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.